Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 atrial lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the lead showed a high sensing integrity counter (sic) measurement. There were also noted non-sustained tachycardia (nsvt) episodes as well. Of note, sensing, impedance, capture were all within normal limits. Isometrics were performed and no oversensing was reproduced. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.